Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed and the cause appeared to be manufacturing related. One 20g insyte autoguard bc IV catheter was provided for investigation. A functional test revealed a leak from within the tip of the pink catheter adapter. After removing the catheter adapter, a pinhole was found in the catheter tubing near the leading edge of the wedge. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc leaked at the hub. The following information was provided by the initial reporter: cst states that blood is leaking from the base of catheter at the hub.